Event description:
Customer reported to beckman coulter, inc. (Bec) that co2 on the cx 5 delta clinical system was failing calibration. Customer reported that there was fluid around the electrolyte injection cup (eic). Customer reported that the eic was not overflowing. Customer reported that tubing 11 had come off the flow mixer. Customer reported that they replaced the tubing, trimmed 1/8" off tubing to get a snug fit. Customer reported that they primed the ratio pump and no further issue was observed. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).